Manufacturer narrative:
Incorrect technique/procedure (graft was inaccurately delivered by the user). Conclusions: device failure related to user handling (graft was inaccurately delivered by the user).

Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm morphology was not reported. It was reported that the stent graft was correctly placed, however the fellow continued to hold onto the device when the physician was moving the table, resulting in the stent graft being deployed inaccurately. It was reported from the physician that if the fellow had not held on to the device while the operating table was moving, the placement would have been correct. The physician successfully placed two stents in the renal arteries. The final angiogram was normal. The patient had good urine output throughout the rest of the procedure. No additional clinicial sequelae were reported and the patient is fine.